Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (384 mg/dl). The customer did not have alternate therapy available at the time of the issue and declined to have tandem technical support follow up to ensure alternate therapy was received.